Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a two (2) to three (3) minute surgical delay. Patient status is unknown.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, when surgeon is using a positioning pin 4.5mm w/thread and attaching it to a lcp plate for the attachment of cerclage wires, the pin does not sit in the correct position when tightened to allow the wire to pass through it. This additional case is captured in regards to the event description mentioned in (B)(4) as "this has happened before when the surgeon used this implant." Concomitant device reported: unknown cerclage wire (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) devices. This is 1 of 1 for report (B)(4).